Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Dfts were successful. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was electively capped and replaced during a device change out due to normal eri. The patient was in stable condition following the procedure.